Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of a scratch/fm on the cannula/tip connection. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a 79006 tourniquet set, it was reported that there was foreign object contamination (something like plastic), prior to use of a dlp single stage venous cannula with right angle metal tip there was a scratch on the tip, prior to use of a dlp malleable single stage venous cannula there was blue ink adhesion, prior to use of dlp malleable single stage venous cannulae there was blue ink adhesion, prior to use of malleable single stage venous cannula. There was blue ink adhesion or something like a white sticker, prior to use of dlp single stage venous cannula with right angle metal tip there was blue ink adhesion, and prior to use of dlp malleable single stage venous cannula there was a black spot on the inner tube. The devices were checked at the distributor during the inspection at the time of delivery and were unopened. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the damage on the dlp single stage venous cannula with right angle metal tip looked like a surface scratch.

Manufacturer narrative:
Additional info h6: updated the fdc/ annex d codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.